Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint regarding a v60 ventilator, where during patient monitoring, the device continuously prompted a proximal pressure tube disconnection alarm, resulting in interruption of device use. The patient was subsequently transferred to an alternative device for continued monitoring. No further patient impact was reported. The remote service engineer (rse) performed troubleshooting and confirmed that the device reproduced the reported alarm condition, indicating a proximal pressure tube disconnection prompt. The issue was verified through visual inspection, and no additional diagnostics were required as the condition was observable at the time of evaluation. No error codes were identified during the investigation. This investigation is ongoing.

Manufacturer narrative:
Service resolution was not completed; no repair or corrective action has been performed at this stage. Due to limited information provided by the customer, the probable cause of the malfunction could not be determined. No corrective actions or repairs were performed, and no additional technical information was obtained. The investigation concludes that no further action is required at this time. If additional information is received, or if the customer elects to proceed with service evaluation and repair, the complaint file may be reopened and managed through philips¿ standard complaint handling process.